Manufacturer narrative:
Suspect device received on june 11, 2021. Device evaluation completed on june 26, 2021: during visual evaluation, no apparent damage or visual anomalies were observed on the smooth high profile xtra 450cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information received with the device indicated that the capsular contracture grade was IV, and patient was replaced with cat#: shpx450 , sn#: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent a breast augmentation revision with a mentor memorygel breast implant, 450cc, silicone breast implant experienced left-sided capsular contracture grade iii postoperative. The matter was diagnosed through physical consultation. As a result, patient replaced the device with an unknown implant on (B)(6) 2021.